Manufacturer narrative:
The device has not been returned for evaluation. Should new info become available, a supplemental report will be submitted.

Event description:
Received info stating that the customer has been experiencing high blood glucose levels. The customer delivered multiple correction boluses. The customer reported the smell of insulin at the luer lock. The customer tightened the luer lock and their blood glucose levels began to stabilize.